Event description:
It was reported that the customer required medical intervention by emergency medical services due to low blood glucose levels. The blood glucose reading was 24 mg/dl. The customer was treated with an intravenous drip and gel. She stated that she was brought to the hospital, and although she was not admitted, she was treated at the original site. She reported that she had been experiencing low blood glucose levels since she received the new insulin pump in (B)(6) 2014. She stated that she did not remember that she had been driving but the police was called due to the way that she was driving. She did not know the perceived cause of low blood glucose, stating that she ate lunch as usual. Upon inspection, the reservoir showed the same amount of insulin as was shown on the status screen. She could not recall many details regarding the event. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.